Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Customer plugged pump into a power source with charging supplies that are known to work, the pump display turned on. Reportedly, the customer continued to use the pump for insulin therapy.